Event description:
The manufacturer service technician reported that a blade was broken off in drive train, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.

Manufacturer narrative:
The quality investigation is complete.